Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0171047. Medical device expiration date: 2025-06-30. Device manufacture date: 2020-06-19. Medical device lot #: 0171114. Medical device expiration date: 2025-06-30. Device manufacture date: 2020-06-19.

Event description:
It was reported that (B)(4) bd precisionglide¿ needles experienced foreign matter on the device cannulas. The following information was provided by the initial reporter: whitish particles on the needles.

Event description:
It was reported that 2,800 bd precisionglide¿ needles experienced foreign matter on the device cannulas. The following information was provided by the initial reporter: whitish particles on the needles.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 2,800 bd precisionglide¿ needles experienced foreign matter on the device cannulas. The following information was provided by the initial reporter: whitish particles on the needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0171047 . Medical device expiration date: 2025-06-30. Device manufacture date: 2020-06-19. Medical device lot #: 0171114. Medical device expiration date: 2025-06-30. Device manufacture date: 2020-06-19